Manufacturer narrative:
Eval summary: sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer report: 1627487-2011-02508 and 1627487-2011-02510. The pt received an scs system, including two percutaneous leads (of the same lot) and two anchors, on (B)(6) 2010. It was reported the pt lost stimulation from her scs system following a fall in the shower. Diagnostic testing of the leads found high impedances. The leads and associated anchors were explanted and replaced. The pt complications were reported as a result of this event.